Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, the valve was implanted too deep. Subsequently, a 29 mm transcatheter bioprosthetic valve was implanted valve-in-valve. The day following the valve implant procedure, the patient died. The cause of death was not reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29, serial/lot #: (B)(4), ubd: 17-oct-2022, UDI#: (B)(4). E2401 - insufficient information provided regarding patient impact and cause of death. Product analysis: the valves were not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned and no procedural images were submitted for review; therefore, no product analysis can be performed. This event does not indicate device misuse, or malfunction, and does not indicate a potential manufacturing issue. The device history record was reviewed for both valves and showed that both devices met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. A device history record review for the delivery catheter system (dcs) was not required as the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure the device met specification requirements prior to release from the manufacturing facility. Conclusion: potential factors that can influence a valve dislodge include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique, and a number of others. Dislodge events are typically not related to a device malfunction. The root cause of the valve dislodgement cannot be determined with the information available. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl was noted after the valve dislodged. The pvl most likely was a result of the valve deep implant after the valve dislodged. However, with the limited information available and no images to review, the conclusive cause of this event cannot be determined. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Based on the available information, the root cause of the hypotension and low cardiac output cannot be determined. Vascular access related complications, such as bleeding and dissection, are a known potential adverse patient effect per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Per the physician, the cause of death was a low ejection fraction that could not compensate for the pvl. As neither an autopsy nor an explant information was provided, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a transcatheter aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that following the deep implant, the patient was deteriorating hemodynamically. Medication was required to help increase hypotension and cardiac output that was progressively less and less effective. The dissection of the femoral artery occurred during the insertion of the 34 mm valve, and was noted when the delivery catheter system (dcs) was removed. The dissection was repaired surgically with a vascular tube. The 24 mm valve was inserted via the subclavian approach. Following the implant of the 29 mm valve, moderate pvl was noted. The valve dislodged deeper to the same level as the 34 mm valve and severe pvl was then noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evprop34, serial/lot #:(B)(6), ubd: 29-oct-2022, UDI#: (B)(4). Additional information was received that implant was not intended to be deep. The valve dislodged to a deeper position upon deployment. Prior to the deployment, the valve had been recaptured twice. Following the deep implant, the patient was deteriorating progressively although they were under general anesthesia. Moderate ¿ severe paravalvular leak (pvl) was present. It was decided to implant a second valve. However, a dissection of the femoral artery was identified and implant of the second valve was delayed so the dissection could be repaired. It was determined that a 29 mm valve would be needed because the artery was not large enough to accommodate the larger profile of the 34 mm delivery catheter system (dcs). Following the deployment of the 29 mm valve, the valve once again dislodged to a deeper position. Per the physician, the cause of death was a low ejection fraction that could not compensate for the pvl. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.